Event description:
It was reported that the patient with this right ventricular (rv) lead presented to the emergency department with syncope, fainting, and loss of consciousness. Further evaluation identified intermittent loss of capture (loc) on the rv lead. Subsequent testing and chest radiographic imaging were performed and identified a micro dislodgement, which was identified as the cause of the reported patient symptoms and loc, with pacing inhibition noted, including a pause greater than six seconds. A temporary pacemaker was placed while awaiting lead revision, and the patient was subsequently admitted to the intensive care unit. The patient underwent rv lead revision, during which the lead was explanted, and a new rv lead was successfully implanted. Post procedure testing of the new rv lead demonstrated measurements within normal range and the patient outcome was reported as expected to fully recover. This explanted rv lead has been returned for analysis. No additional adverse patient effects were reported.

Manufacturer narrative:
This product is being evaluated in our post market quality assurance laboratory. This report will be updated when evaluation is complete.